Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer chanted the infusion set site 3 times. The customer's blood glucose (bg) level was 258 mg/dl and insulin injections were used to address the bg level. Tandem customer technical support (cts) had the customer perform a system check and the occlusion appeared to be within the tubing. The customer changed the tubing and resumed insulin delivery. The customer had been using novolog in the cartridge for 7 days. Cts informed the customer that novolog is labeled for use in the cartridge up to 72 hours. The customer acknowledged the information.